Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device data logs. However, the device passed all testing including full functional testing and overnight stress testing without duplicating the customer report. The o2 and compressor screens and the smart pneumatic module board were replaced as a precaution. The screens were observed to be dirty. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.